Manufacturer narrative:
Alleged failure: shut off during a case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the pc board of the cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.